Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that a 4mm inaccuracy occurred after taking a navigated spin. It was noted that the spheres were cleaned off post spin. One of the spheres on the reference frame may not have been fully seated during the spin. Navigation and imaging were aborted. The surgeon completed the procedure freehand due to the navigation inaccuracy. There was a 20-minute patient delay, and no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, software version: 2.1.0 work order completed: h3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that there was no issue - the system performed as intended. Codes b01, c19 and d14 are applicable. F1908 was added for the 20-minute delay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.